Event description:
It was reported that the patient's presented to the hospital with fatigue and chest pain. The patient's right atrial (ra) lead was explanted due to unknown reason. The patient was in stable condition.